Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following physical damage was also noted: broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of her buttons had been sticking for weeks until it finally stopped working. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.